Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has been experiencing an increase in seizures and was seen to have low impedance. The patient underwent explant surgery and when removing the vns, the lead was found to be tangled. An ent was brought in to verify vagus nerve functionality and it was concluded that the nerve was no longer functional. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Additional information received noting that there was no increased seizures for the patient and the cause of the tangled lead is unknown. The cause of the vagus nerve no longer being functional was noted to be due to the broken lead.